Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, stent thrombosis may have occurred. The facility initially reported that there was a "stent thrombosis of previously implanted taxus-unable to deliver" that was treated with plain old balloon angioplasty (poba). Further follow up indicated that the patient presented with an acute myocardial infarction. The physician deployed a taxus express2 drug eluting stent of unknown size to the left anterior descending (lad) and resumed flow. The patient was then taken off the table and up to the care unit. The patient experienced crushing chest pain and st elevations and was brought back to the cath lab. The physician thought it was an edge dissection. He got a wire past and tried to stent a taxus express2 3.5x8mm drug eluting stent, but couldn't get it to pass. The physician removed the wire, performed poba and placed 3.0x8mm non-bsc stent. Ivus determined no edge dissection. Timi 3 flow and there was no further adverse event. Patient condition was reported as fine. Further information has been requested, but has not been received.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.